Manufacturer narrative:
(B)(4). Date sent: 7/6/2026. D4 batch #: c9dv6p. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was received with the nose cone cracked. Due to the condition of the returned device not all functional testing could be performed. The handpiece was disassembled to verify the condition of the internal components, and no anomalies were found. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nosecone. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. A manufacturing record evaluation was performed for the finished device batch c9dv6p, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure the ¿replace handpiece¿ alert screen displayed by the generator. Changed to another device to complete surgery. There was no patient consequence reported.